Event description:
It was reported that this patient underwent a right ventricular (rv) lead revision due to the lead being fractured. The patient left sided system was extracted and a new device system was implanted on the right side. At implant, all lead measurements looked good. 45 minutes later when the patient was in pacu the patient coded and had a ventricular fibrillation (vf) arrest. CPR was performed however, the patient passed away. A chest x-ray was performed postmortem, and the leads appeared to be in the same position. Rvat was performed and thresholds was 0.7 before the vf arrest. It was noted that the patient was in poor health and on dialysis.